Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting explained alarm and customer indicated that the battery threading is corroded. Troubleshooting found that the pump is cracked at the battery cap and customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, corroded battery tube and slight corroded battery cap contact however; the insulin pump was monitored and tested with no failed battery test noted. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.